Manufacturer narrative:
On 08/13/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found tubing with a hole in it on feed-through fitting (ff188) going to pinch valve (pv56) and replaced it to resolve issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was an undetermined amount of cleaner that leaked from the analyzer onto the counter, while running samples. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves, goggles, and gown when the leak was discovered. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.